Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2014 the patient presented with severe degenerative disk disease with segmental scoliosis and foraminal stenosis at l2-l3. Procedure: stage 1 of planned 2-staged procedure which is direct lateral, indirect decompression and fusion with peek spacer instrumentation and rhbmp-2/acs at l2-l3. Per op notes: the guidewire was placed into the l2-l3 disk space and then sequential dilators were used gently opening the space up until the actual retractor was placed and secured to the table. The retractor was then opened and exposing laterally on the l2-l3 disk. Once this was completed, a trial spacer was inserted and ultimately a 6-degree lordotic 8 x 22 x 55 peek cage packed with rhbmp-2/acs was inserted into the l2-l3 disk space. This corrected the scoliosis and distracted across the space thereby performing an indirect decompression. Implants used: ldr avenue l, peek cage rhbmp-2/acs, and instrumentation plate. It should be noted that the operative surgeon wore operative loupes throughout this portion of the case and the physician assistant was present and scrubbed tor the case. The patient also underwent the following procedure: stage ii of planned 2-staged procedure which is l2-l3 posterior decompression and fusion with instrumentation due to l2-l3 severe disk degeneration with segmental scoliosis and spinal foraminal stenosis, status post stage 1 procedure. Implants used: nuvasive mas plif, 32 shank with modular tulip, and then titanium rods. Osteocel and then bone products of decompression.